Event description:
The customer reported erroneous and invalid results of abo bloodgrouping with erytype s ab+d single on tango. It seemed that a micro plate retype s rh+k had been used in place of a erytype s ab0+d single. The customer has sent us back 30 plates of complained lot of erytype s. These plates and the retention sample of quality control laboratory were proved for correct labeling and configuration. All plates were correct. Checking of the quality control laboratory confirmed the correct configuration of the affected lot of erytype s ab0+d single. The review of the batch record documentation gives no hints to any irregularities which might have affect negatively the quality of the complained lot. We had no further complaints related to this erytype lot.